Manufacturer narrative:
The account replaced the head right and foot left brake casters to resolve the issue.

Event description:
The account alleged that when the brakes are applied they do not roll but ratchet side to side. No pt impact.